Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit primed properly during testing. Unit received with scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The blood glucose at the time of the incident was 78 mg/dl. Troubleshooting was not able to resolve the issue. Customer did not get the complete status with the next highlighted on the screen. The device will be returned for analysis.